Event description:
On (B)(6) 2015 I had a total right knee replacement. The depuy synthes attune knee system devices were utilized and implanted during the surgery. Prior to (B)(6) 2017, I started to notice a clicking sound and feeling in the right knee which kept progressing and started to cause some pain while walking. On (B)(6) 2017, I returned to the orthopedic surgeon for evaluation of the problem. The surgeon examined and x-rays were taken of the right knee. The surgeon informed me that he thought the tibia unit may have started to loosen. A follow up appointment was scheduled for (B)(6) 2017 for a re-examination. Before the follow up appointment on (B)(6) 2017. I started having extreme pain in my right knee along with spasms and some partial loss of feeling. I contacted my surgeon and explained the increase in the pain and he had me come in on (B)(6) 2017 for re-examination and more x-rays. The surgeon advised me that the x-rays showed a major problem with the tibia unit had failed. His only remedy was to undergo a right knee total knee revision surgery as soon as possible. The surgeon placed me on medication for pain and spasms. Total right knee revision surgery was done on (B)(6) 2017. After the surgery the surgeon advised me that the tibia unit of the attune knee system had completely de-bonded from the tibia bone and was removed clean with no evidence of bone cement bonded to it, unlike the femur part of the unit which had bone cement attached to it as it should have. Number of the removed attune knee system components - tibia unit - (B)(4), sz8 / plastic spacer - sz7, (B)(4), 5mm depuy/ femur - (B)(4).